Event description:
Information was received from an unknown source regarding a trial patient who was using an external neurostimulator (ens). Immediately after spinal cord stimulator trial lead placement procedure on (B)(6), patient reported foot pain that was worse than their baseline pain. Turning on stimulation did not appear to affect the pain (neither helping nor exacerbating). Patient was sent home on dtm settings. The next day, patient said that the pain reported after the procedure had not improved, and that scs therapy exacerbated the pain, so pt turned it off. Pt contacted the physician's office and requested that leads be removed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024. Brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the fail was not known. To resolve the issue the leads were removed. They did not have any further information regarding the patients condition.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device product ID 977d260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.